Event description:
The pt contacted lifescan and reported that their one touch basic enhanced meter was "not working correctly". Medical affairs specialist called and spoke with the pt, who provided additional information. The pt has had this meter for over 3 years and changed the batteries in the meter last month. Two weeks ago, the meter "stopped working". It would power on, but was "not reading the tabs (test strips)". The pt was not willing to explain the issue and had not really troubleshot the issue during the initial call. It was however, determined that the test strips were stored outside of the box for a week and they were also expired. During the time they were not able to test on their meter, they had continued to take their oral medications (glucotrol, and metformin). Two days ago, they started feeling high blood glucose symptoms. They had attempted to test on their meter, but was not able to get a result. They went to the emergency room, where the ER meteter result was 495 mg/dl, which reflects a serous injury. They received insulin treatment there and was released after four hours. Based on the information provided, since the exact issue with the meter was not determined or troubleshot, it cannot be concluded that the product has malfunctioned. However, there was use error involved since the pt was using expired/improperly stored test strips, which may have contributed to the serious injury. Therefore, this case is reported as an adverse event. A replacement meter, test strips, and control solution were sent to the pt.